Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings: a review of the pump black box data revealed a reboot following a replace battery alarm on the last day of use recorded. Insulin delivery resumed after the pump was primed. No alarms related to the complaint were observed in the alarm history. The basal and bolus delivery totals added up appropriately to match the total daily doses recorded. A delivery accuracy test was performed and completed successfully. The pump was found to deliver accurately. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. It was alleged that the blood glucose levels were above 250 mg/dl but below 500 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.